Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention was undertaken during which the ipg was placed deeper in the pocket and secured the ipg with sutures to address the issue.